Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2023. Review of transmissions revealed that the implantable cardiac monitor (icm) was showing multiple pause episodes that appear to be false pauses. There was under-sensing noted the device. It was suggested that the pause episodes were due to device migration. No programming changes were made to the icm. There were no adverse consequences to the patient.